Manufacturer narrative:
The reported event of high capture threshold was not confirmed. A complete lead was returned in one piece. The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during device upgrade procedure it was noted that the right atrial lead exhibited high capture thresholds and low p-waves. The lead was partially explanted and a new lead was implanted. There were no complications and the patient was stable during and after procedure.